Event description:
It was reported that the pt's stimulation should have been present in both legs. However, when the pt moved slightly, the stimulation disappeared in the pt's left leg. Depending on the movement, the stimulation sensation returned on occasion. There was no known related incident or accident reported. This symptom began approx one week prior to this report. It was also noted that when the lead was palpated, the stimulation was felt to be on and off. The pt attempted adjustment of the program settings. No further details, pt symptoms or outcome were reported. Additional info was requested and not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).